Event description:
It is reported by the hospital, that the hand piece broke during surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.